Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all relevant information.

Event description:
It was reported that the graftmaster stent was used to treat a perforation that occurred in the diagonal vessel with the use of a non-abbott device. It was noted that the graftmaster was unable to be delivered beyond the left anterior descending (lad) diagonal bifurcation; the perforation was sealed in the mid diagonal. The graftmaster did not cause additional complications, however, the ease of use was noted as moderate. The patient was reported as leaving the hospital to hospice with non-cardiac problems. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances or exceptions for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.